Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle break occurred during use with a pen ndl 32g 4mm hp 100 box 1200 (B)(4). The following information was provided by the initial reporter, "I am having problems with a box of ultra=fine pen needles [mmx32g] I've had a few bend on injection a few times the needle staying in my flesh [got it out with tweezers] and a couple of times it stayed in the shield. Is it me or the box, I recently switched to this type of needles, I've been a diabetic for 35 years so I'm not new to injections. The number on the bottom of the box is 500026411 b. Should I keep using these or go back to the 32g 4mm. Thank you." From phone call on 2019-12-16 15:43:14: consumer returned call to provide additional information. Stated that he does not want replacement, just wanted to make us aware of the issues with his pen needles. Said there was no injury or medical attention. Samples have been discarded."